Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. Blood glucose was 170 mg/dl. Reportedly, the customer was not wearing the pump and the transmitter within line of sight. After moving the devices within line of sight, the pump and the transmitter regained connection.